Manufacturer narrative:
Citation: deeb, michael, m.d. Et al. Reoperation for freestyle stentless aortic valves. Seminars in thoracic and cardiovascular surgery (2001) vol 13 no 4. 16-23. Doi: I 0.1053/s lcj.2001.2970-1 earliest date of e-publish/publish used for event date.   No unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding reoperation for freestyle stentless aortic valves. All data were retrospectively collected from a single center between 1992 and 2001. The study population included 10 patients (predominantly male; mean age 53.5 ± 14.1 years), all of which were implanted with medtronic freestyle (serial numbers not provided). Among all patients adverse events included: reoperation due to endocarditis, aortic aneurysm, valve dehiscence with moderate aortic insufficiency, and subvalvular outflow tract stenosis/obstruction with pannus and increased gradient measurements. No additional adverse patient effects or product performance issues were reported.